Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log files identified transient low speed events and one pump stop. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log file from the original controller captured one transient low speed event on the timestamp day 36, hour 15, minute 11 when the speed decreased to 3810 rpm, below the low speed limit of 8400 rpm. This event occurred while the system controller was connected to a power module, and low speed hazard and advisory alarms were captured at this time. The submitted log files from the new controller captured transient low speed events on days 36, 37, and 74 per the timestamp, and one pump stop was noted on day 74. Associated low speed hazard, low flow hazard, and motor stopped events were captured during these times, and power appeared to increase to values as high as 13.5 w. The account reported that the patient remains in hospice as he is not a surgical candidate, but he was still being followed in the clinic. Pump off events occurred while connected to an ungrounded patient cable in order to complete vad interrogation. It was reported in august that the patient had experienced further low speed operation events, and it was later reported in october that the patient continued to experience low speed operations in addition to a pump stop. Labs were pending, but ldh was within normal limits. It was noted that the patient¿s current plan of care would be continued. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient presented to the clinic for a follow- up. When tethered to a ungrounded cable in clinic for interrogation, active alarms were noted on the clinical screen. A pump stoppage event occurred during interrogation. The account was unable to restart the epc. The account switched to the patient's backup controller. The pump restarted immediately on the backup controller. Log file analysis noted speed drops lower than the patient's low speed limit and driveline disconnects. The log file noted the pump was not able to maintain the set speed and pump stoppage events occured. No further information was reported.